Event description:
It was reported by the customer that a pyxis anesthesia system had a application error which anesthesia pyxis froze. The customer reported that the user was unable to remove the medication and also there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reboot after the application was repaired. A field service engineer took troubleshoot the tested all drawers and rebooted after the application was repaired. The system functioned as intended.